Event description:
During a hemorrhoidectomy procedure, after receiving an instrument error code, the handpiece was retighted and the threaded stud broke off the hand piece. Switched to new hand piece to complete the procedure. No pt consequence.